Event description:
Limited information is available. The lab tech could not advance the iab over the guide wire. There were no reported complications.

Manufacturer narrative:
A follow-up report will be filed when evaluation is complete.